Event description:
In installing the dexcomg7 sensor in my arm, I had a bleed that lasted for several minutes with a lot of pain. I still experience pain and feels like the pain is radiating to other parts of my body around the arm. The lot number of the product is 1825204007. The serial number of the sensor installed is (B)(6). Also the 1st night I had several low glucose alarms showing my glucose level being at 50mg/dl. I had another cgm that was still on the other arm (dexcom stelo) which expires today, which showed the reading to be 150mg/dl.